Event description:
Information was received indicating a cadd cassette reservoir malfunctioned and was not delivering the total volume of drug before alarming on the patient. It was reported their infusion nurse called, and was told this is a known issue with the flow-stop feature and they should use the ones without the flow stop. Per reporter attempts were made to replicate the problem on several occasions with a clean pump, cassette, and saline, but the issue could not be reproduced. The reporter indicated it only happened with patient infusions and resulted in the waste of approximately 5ml of 5 fluorouracil for several patients, but most recently 26.9ml of 5 fluorouracil for a patient who was not able to travel back to our town for us to put the remaining medicine in a new cassette. There were no patient injuries to report. No adverse patient effects were reported.

Event description:
Information was received indicating a cadd cassette reservoir malfunctioned and was not delivering the total volume of drug before alarming on the patient. It was reported their infusion nurse called, and was told this is a known issue with the flow-stop feature and they should use the ones without the flow stop. Per reporter attempts were made to replicate the problem on several occasions with a clean pump, cassette, and saline, but the issue could not be reproduced. The reporter indicated it only happened with patient infusions and resulted in the waste of approximately 5ml of 5 fluorouracil for several patients, but most recently 26.9ml of 5 fluorouracil for a patient who was not able to travel back to our town for us to put the remaining medicine in a new cassette. There were no patient injuries to report. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device in good condition, no damage, kinks or other defects were found. Functional testing confirmed the samples were fully priming and connected without difficulty, the pumps were set to running and no alarms were activated. Complaint was not confirmed. No root cause was determined as the complaint was not confirmed. No actions were taken as the complaint was not confirmed. No lot number was provided; therefore, device history record review could not be completed an internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. H4: device manufacture date could not be completed due to lack of information regarding lot number. H6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated